Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the client found that the guidewire burr could not penetrate the vessel during placement and a new set of catheters was removed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult insertion of the guidewires is inconclusive because the clinical conditions could not be replicated. Two 0.018 in. Nitinol guidewires in their protective housing were returned for evaluation. An initial visual observation revealed little use residues throughout the returned guidewires. Each of the returned guidewires were observed to have slight bends along the proximal end of the guidewires. A functional test of attempting to insert each guidewire through a non-complainant 21 ga introducer needle revealed no observable resistance for either sample 1 or sample 2. A microscopic observation revealed nothing remarkable along the length of sample 1. The transition of the guidewire coil wire of sample 2 appeared slightly uneven, but no significant disruption along the length of the guidewire was observed. Because clinical conditions could not be replicated, this complaint is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the client found that the guidewire burr could not penetrate the vessel during placement and a new set of catheters was removed. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.